Event description:
The operative report received from the customer confirmed "severe mitral stenosis" as the reason for explant. The op report findings also indicated, "the explanted bioprosthetic valve had no calcium or thrombus on it but the leaflets were all very, very hard and immobile."

Event description:
It was reported that the edwards' mitral bioprosthetic valve was explanted after an implant duration of approximately 51 months due to aortic stenosis/calcification. Despite multiple attempts, no additional information was provided at this time such as operative report or device return.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections and found no non conformance was found related to the event. Despite multiple attempts, the device was not released to edwards for evaluation. As there has been no information to suggest a device quality deficiency, no further investigation will be performed at this time.

Manufacturer narrative:
Evaluation: method = device not returned. Additional manufacturer narrative: the device history record review will be reported once completed. Multiple attempts to obtain additional information regarding this event have been unsuccessful at this time.